Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the 26mm sapien xt case in the native mitral valve via open heart procedure by transatrial approach. The delivery system was prepped with an extra 3cc, added to the nominal volume. After the left atrium closure and after the de-clamp of aorta, central and perivalvular leaks were detected on echo images. The physician clamped for a second time the aorta and opened the atrium. The 26mm sapien xt valve was explanted and replaced with a 29mm sapien xt valve. When inspecting the explanted 26mm valve it was seen that the valve was not circular but oval. The patient was stable post procedure. As per medical opinion the non-circular expansion was caused by the mitral anatomy and the calcifications.

Manufacturer narrative:
The valve was returned to edwards for an evaluation in a jar with formalin. Review of the provided device photos revealed additional information relevant to the evaluation. The valve appeared to be expanded in oval shape (non-circular). No visual inconsistencies observed on the leaflets. The returned valve was returned expanded. The valve appeared canted and had an oval shape. No other abnormality was identified on the leaflet. Due to condition of the returned device (explanted), no functional inspection or dimensional analysis was unable to be conducted. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. Review of these work orders did not reveal any issues that would have contributed to the complaint event. A lot history review did not reveal any other related complaints for the related work order. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the related work order and verifying that there has been no other complaint associated with each serial number. A review of complaint history for the sapien xt (all sizes) from december 2018 to november 2019 revealed one other similar returned complaint. The complaint was reviewed based on similar reported events and associated root causes/evaluation codes. Due to the condition of the return valve and lack of procedural imagery, the complaint was unable to be confirmed. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A definitive root cause could not be determined. Review of complaint history revealed that the occurrence rate did not exceed the november 2019 control limit for the trend category. A review of complaint history for the sapien xt (all sizes) from december 2018 to november 2019 revealed no other returned complaints for ¿valve ¿ regurgitation ¿ pv leak¿. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Review of complaint history revealed that the occurrence rate did not exceed the november 2019 control limit for the related trend category¿.  Multiple 100% manufacturing mitigations are in place at edwards lifesciences to ensure all sapien xt valves meet the valve specification. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. It should be noted that the thv was deployed in the native mitral position. The sapien xt with the ascendra+ delivery system (ds) is currently indicated for native aortic valve replacement, surgical bioprosthetic aortic valve replacement and surgical bioprosthetic mitral valve replacement. The IFU and training manuals in this section are for a native aortic valve replacement for relevant guidance for a sapien xt implant using an ascendra+ ds. The complaint of central leak regurgitation was unable to be confirmed due to unavailability of imagery. No visual abnormalities were observed on the leaflets of the returned valve. A review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. As reported, the central leak and pvl were noticed post deployment of the valve with extra 3cc. Which may have contributed to the central leak. As per medical opinion the non-circular expansion was caused by the mitral anatomy and the calcifications. If the valve not able to be fully deployed, it is likely that the valve functionality would have been impacted. An under deployed valve may result in inadequate coaptation of the leaflets and may lead to central regurgitation. However, without procedural imagery, the overall geometry and/or position of the implanted valve immediately post deployment could not be evaluated. Based on given information, a definitive root cause of the central leak could most likely be attributed to patient factors (mitral anatomy and calcification) and procedural factors (extra 3cc during deployment). The perivalvular leak was unable to be confirmed due to unavailability of imagery and returned condition of the device (canted and oval shaped). As per medical opinion the non-circular expansion was caused by the mitral anatomy and the calcifications. However, without procedural imagery, the overall geometry and/or position of the implanted valve immediately post deployment could not be evaluated. A review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Per IFU, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Bulky calcification can create irregular contact between the thv and annulus leading to a canted/oval shaped valve, which could compromise the seal between the valve and target site, leading to pvl. As reported in the complaint description, the valve was deployed in a mac (mitral annular calcification). It is possible that the large presence of calcification found at the mitral annulus may have prevented appropriate sealing. Based on given information, a definitive root cause of the pvl could most likely be attributed to patient factors (mitral anatomy and calcification). However, without the procedural cine images returned for evaluation, none of the suggested root causes stated above could be confirmed. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required. No manufacturing non-conformances were identified during the evaluation and there is insufficient information to determine the root cause at this time. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the november 2019 control limits for the trend category, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information indicated that the procedure was conducted in central thoracotomy. The central and perivalvular leaks were detected after the left atrium closure and after the de-clamp of aorta, with the eco images. After that they clamped for a second time the aorta and they opened the atrium. As it was a central thoracotomy, when they noticed that there was leak, they clamped for a second time and they opened the atrium. After that they pulled out the 26 mm sapien xt valve they put in a sapien xt 29mm. The valve was not returned for evaluation. Review of the provided device photos revealed the valve appeared to be expanded in oval shape (non-circular). No visual inconsistencies observed on the leaflets. A device history records (DHR) review did not reveal any issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to central leak or paravalvular leak for the related work order. A review of complaint history for the sapien xt (all sizes) from december 2018 to november 2019 revealed one other returned complaint for central leak. The complaint was reviewed based on similar reported events and associated root causes/evaluation codes. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. Due to the condition of the returned valve and lack of procedural imaging, the complaint was unable to be confirmed and a definitive root cause could not be determined. Review of complaint history revealed that the occurrence rate did not exceed the november 2019 control limit for the applicable trend category. The multiple 100% manufacturing mitigations are in place at edwards lifesciences to ensure all sapien xt valves meet the valve specification. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. It should be noted that the thv was deployed in the native mitral position. The sapien xt with the ascendra+ delivery system (ds) is currently indicated for native aortic valve replacement, surgical bioprosthetic aortic valve replacement and surgical bioprosthetic mitral valve replacement. The IFU and training manuals are for a native aortic valve replacement for relevant guidance for a sapien xt implant using an ascendra+ ds. Instructions for use (IFU), device preparation manual and procedural training manual for sapien xt with ascendra+ delivery system were reviewed for instructions or guidance for proper use of the ascendra+ and sapien xt. No IFU/training deficiencies were identified. Due to no relevant imagery and no device being returned for evaluation, the complaint of central leak and paravalvular leak were unable to be confirmed. However, a review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaints. As reported, the central leak and pvl were noticed post deployment of the valve with extra 3cc added to the nominal volume. It is possible that this may have contributed to the central leak. As per medical opinion the non-circular expansion of the valve was caused by the mitral anatomy and the calcifications. However, without procedural imagery returned for evaluation, the overall geometry and/or position of the implanted valve immediately post deployment, after system withdrawal, and post-dilatation could not be evaluated. If the valve not able to be fully deployed, it is likely that the valve functionality would have been impacted. An under deployed valve may result in inadequate coaptation of the leaflets and may lead to central regurgitation. However, without procedural imagery returned for evaluation, the overall geometry and/or position of the implanted valve immediately post deployment, and after system withdrawal could not be evaluated. Based on given information, a definitive root cause of the central leak could most likely be attributed to patient factors (mitral anatomy and calcification) and procedural factors (extra 3cc). Per IFU, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Per the training manuals, bulky calcification can create irregular contact between the thv and annulus, which could compromise the seal between the valve and target site, leading to pvl. Based on given information, a definitive root cause of the pvl could most likely be attributed to patient factors (mitral anatomy and calcification). However, without the procedural cine images returned for evaluation, none of the suggested root causes stated above could be confirmed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required. Since no manufacturing non-conformance, labeling or IFU/training inadequacies were identified during this evaluation and review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limits for the trend category, no corrective or preventative action is required at this time.